Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a wearable failure on the same day the dexcom g7 sensor was inserted into her arm. The g7 app displayed a "sensor failed" message. During this time, the patient reported feeling dizzy, sleepy, and vomiting. She performed a fingerstick blood glucose test, which showed a reading of 30 mg/dl, while the dexcom g7 app continued to display the sensor failure. Despite experiencing symptoms of severe hypoglycemia, the patient did not take any medication prior to seeking medical attention. She went alone to her primary care provider's clinic. Upon arrival, her doctor performed a fingerstick test, but the patient cannot recall the result. The doctor administered orange juice and glucose syrup to address the hypoglycemia and called paramedics. When the paramedics arrived, they also performed a fingerstick test, but the patient does not remember the reading, or the medication provided by the paramedics. She remained at the clinic for several hours and was discharged after her symptoms improved. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.